Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter an was stuck inside the patient. A surgery resident was called for help, punctured the balloon using a guidewire to deflate the balloon.

Event description:
It was reported that before the procedure, the resident tested the catheter to ensure that it was not defective. After the procedure, the resident doctor was unable to deflate the catheter an was stuck inside the patient. A surgery resident was called for help, punctured the balloon using a guidewire to deflate the balloon.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed 100% inspection. An actual sample was returned for investigation and it had been cut into 2 segments. Visual examination was conducted on the returned sample and it was noticed that there are a few signs of clamp marks found on the shaft area approximately at the point of 220mm to 230mm which is measured from the tip end. Based on analysis conducted, it was showed the catheter had been clamped during procedure which caused the lumen at the clamp to become collapsed as the foley catheter has made from 100% natural rubber which is soft and flexible. Any clamping action is not allowed for this product. If necessary, the tools such as catheter valve or catheter plug should be used as it can be inserted into the end of foley catheter to prevent drainage flow without creating any defects to the airline. Rusch gold pediatric should be used for drainage out the urine from bladder through transurethral for pediatric patient. Any misuse of product also may lead to non-deflation issue. Furthermore, the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Thus, it had been stated in IFU (instruction for use) that latex product should be inflated by using the sterile water only and the balloon also should be deflated in a way of gentle aspiration of syringe without any force. Prior to deflation, ensure the foley catheter is positioned well for better balloon deflation. Proper procedures should be followed in order to reduce patient risk. Reviewing the manufacturing process, no potential cause could have contributed to the problem. All products were subject ed for 100% inspection of leak test, inflation and deflation test. The defect related to functionality of the product will be culled out during inspection. Therefore, this complaint could not be confirmed.